Event description:
This event was reported by the initialization of the probe successfully, inserted the probe into the breast, attempted to take a sample and the st holster made a loud grinding noise as the cutter transitioned forward and the unit gave both a blue and green cable error. The doctor tried a second probe, initialized the probe successfully, and the issue repeated. The doctor decided to abort the case and send what samples attained to pathology. Upon the results of the pathology, the doctor may reschedule the patient for anther breast biopsy.

Manufacturer narrative:
Date sent: 07/11/2007. Based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.